Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during a left anterior descending artery procedure, in a 90% stenosed lesion with mild tortuousity and no calcification, the balloon ruptured after the first inflation. The balloon was changed and the procedure was completed successfully. There was no adverse pt sequela reported. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). Results and conclusions summation: many factors may contribute to balloon damage. The pt anatomy was described as mildly tortuous, not calcified with a 90% stenosis, which may contribute balloon damage. If the balloon outer surface becomes damaged. It is possible that during the inflation attempt can result in balloon rupture. A review of the mfg records at reliability engineering reveals that all destructively tested units met the mfg criteria for rated burst pressure. However, without the balloon catheter to examine, a thorough analysis could not be performed and no determination can be made as to the conclusive cause of the reported discrepancy.